Event description:
The customer reported that the sys indicated a disk failure and the sys was not operable. No report of patient injury.

Manufacturer narrative:
A ge service representative performed an on site investigation. The sys software was reloaded. The system was then found to be operating as intended.